Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latino and caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant (right) and a 400cc mentor memorygel breast implant (left) experienced left-sided rupture and capsular contracture (grade unknown), and right-sided breast pain postoperatively. The patient stated that she is experiencing bilateral breast pain, her breasts appear to be deformed, and her left breast sits higher than her right breast. As a result, the patient had a consultation with a healthcare professional. MRI performed on (B)(6) 2020 indicated left-sided rupture. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the condition of the suspected medical device and date of explantation. The device was observed to be ruptured upon explantation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The relevant fields have been updated. On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an area of delamination with leaks was observed at the juncture of the shell and patch. Although potential causes of patch delamination are unknown stresses and forces on the implant in-vivo or exposure to betadine at insertion, the definitive root cause of the delamination could not be determined. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-dec-2020, mentor received additional information regarding the revision surgery and replacement devices. The patient underwent bilateral removal and replacement with a 700cc mentor memorygel breast implant (catalog #: 3507004bc, left serial #: (B)(6)) and a 750cc mentor memorygel breast implant (catalog #: 3507504bc, right serial #: (B)(6)) on (B)(6) 2020. The relevant fields have been updated. Reason for device explant and/or reoperation: breast pain. Manufacturer's reference number: (B)(4).